Event description:
A healthcare facility in canada reported via a fisher and paykel (f&p) healthcare field representative, that the base of a mr290v vented autofeed humidification chamber, provided with a rt380 adult dual-heated evaqua2 breathing circuit, was found damaged during patient use. The customer has indicated that the mr290v vented autofeed humidification chamber had been in use for over 39 days prior to the damage being observed. The customer has also reported that it is possible that a bag of sodium citrate may have been used instead of sterile water. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to (B)(6). Method: the subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified a white residue on both the inside and outside of the chamber. A large hole was identified in the base of the chamber. The edge of the hole is rough which indicates that the base eroded. Sem analysis of the white residue indicated the presence of sodium carbonate and aluminium oxide which further confirms that a water source that was not usp sterile water was introduced to the chamber. Conclusion: the healthcare facility reported that they suspect that the water source used to fill the mr290v vented autofeed humidification chamber was a 1 litre bag of anticoagulant sodium citrate instead of usp sterile water for inhalation. The presence of this solution in the humidification chamber would cause degradation of the aluminum plate base and therefore cause the reported damage to the chamber base. It is also noted that the healthcare facility reported that the mr290v vented autofeed humidification chamber had been in use for 39 days prior to the damage occurring. The maximum duration of use is 14 days, as stated in the user instructions. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: - "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in canada reported via a fisher and paykel (f&p) healthcare field representative, that the base of a mr290v vented autofeed humidification chamber, provided with a rt380 adult dual-heated evaqua2 breathing circuit, was found damaged during patient use. The customer has indicated that the mr290v vented autofeed humidification chamber had been in use for over 39 days prior to the damage being observed. The customer has also reported that it is possible that a bag of sodium citrate may have been used to fill the humidification chamber instead of sterile water. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to f&p healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified a white residue on both the inside and outside of the chamber. A large hole was identified in the base of the chamber. The edge of the hole is rough which indicates that the base eroded. Sem analysis of the white residue indicated the presence of sodium carbonate and aluminium oxide which further confirms that a water source that was not usp sterile water was introduced to the chamber. Conclusion: the healthcare facility reported that they suspect that the water source used to fill the mr290v vented autofeed humidification chamber was a 1 litre bag of anticoagulant sodium citrate instead of usp sterile water for inhalation. The presence of this solution in the humidification chamber would cause degradation of the aluminum plate base and therefore cause the reported damage to the chamber base. It is also noted that the healthcare facility reported that the mr290v vented autofeed humidification chamber had been in use for 39 days prior to the damage occurring. The maximum duration of use is 14 days, as stated in the user instructions. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in canada reported via a fisher and paykel (f&p) healthcare field representative, that the base of a mr290v vented autofeed humidification chamber, provided with a rt380 adult dual-heated evaqua2 breathing circuit, was found damaged during patient use. The customer has indicated that the mr290v vented autofeed humidification chamber had been in use for over 39 days prior to the damage being observed. The customer has also reported that it is possible that a bag of sodium citrate may have been used to fill the humidification chamber instead of sterile water. There was no patient consequence reported.